Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rf pic failed self test. The customer¿s blood glucose level was unknown. The customer states the pump getting an error. Troubleshooting was performed for damage and noticed error alarm again. The customer performed self test and it did failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
An rf pic failed self test alarm was received with constant alarm due to a faulty component on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.